Manufacturer narrative:
.

Event description:
The hcp reported, impedance readings >2000 ohms with current of <7ua. The pt experienced some dyskinesia initially but after reprogramming, the pt received good therapy. The manufacturer recommended x-rays of the neurostimulator/extension area and the lead and/extension area for potential open circuits. The hcp also reported, the neurostimulator reset to factory settings during reprogramming.